Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative observed a single row of horizontal pixels missing in the center of the cardiosave display. He replaced the lcd display along with the seals and concealment labels. The service representative then completed diagnostic and performance tests. The cardiosave passed all functional and safety tests per factory specifications, was cleared for clinical use and returned to the customer.

Event description:
The customer reported that on (B)(6) 2017, while in use on a patient, a blue line was seen across the display. No patient injury or harm reported. No adverse event reported.